Manufacturer narrative:
Investigation results: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A DHR review cannot be performed as no material and batch/lot number was provided.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. The lot number 20221101 provided cannot be verified in association with no reported material number.

Event description:
It was reported that bd undefined q-syte had cracked threads the following information was provided by the initial reporter, translated from chinese to english: during patient infusion, connecting the infusion set to the bd connector, a crack was found in the bd threads